Event description:
Pt was transported to the hospital by ambulance and the pt's blood glucose was checked enroute with a result in the 400's mg/dl. Upon arrival the suspect device was used and the result was 452 mg/dl. An IV was started and insulin was given to the pt. A lab value came back at 137 mg/dl. A retest on the suspect device was 106 mg/dl. Controls were in range. The reporter refused replacement product.